Event description:
The following was reported by the pt: the pt alleges she has a sepramesh ip mesh implanted. The pt has reported she has been unable to get out of bed for nine months (a change in her adl's) and has pain related to this mesh. The pt reported she has an autoimmune disorder and is questioning if she is having a reaction to the mesh.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt reports pain since the time of implant. Currently, medical records have not been provided and the mesh was not reported to be explanted. Additionally, product identifiers have not been provided, therefore a manufacturing review is not possible. If additional info is provided, a supplemental MDR will be submitted. With the currently available info, no conclusion can be drawn.